Event description:
It was reported that during a stenting treatment procedure a vessel dissection occurred. The lesion being treated was located in the diffused, severely calcified and severely tortuous left anterior descending (lad) artery. Using an unknown guide wire, the physician pre-dilated the target lesion then implanted a 2.25 x 24 promus element plus stent in the distal lad and a 2.25 x 20 promus element plus stent in the mid lad, overlapping the stents. Intravascular ultrasound was performed and a dissection was noted at the distal end of the 2.25 x 24 promus element plus stent. A 2.25 x 12 mm promus element plus stent delivery system (sds) was advanced to treat the dissection, however the sds could not cross the lesion and was successfully removed. The procedure was completed with a different device. No further complication were reported and the patient's status is good.

Manufacturer narrative:
Age at the time of event: 18 years or older. Device is combination product. Device evaluated by manufacturer: it was indicated that the device would not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).